Event description:
Olympus medical systems corp (omsc) was informed that during crushing calculus in the common bile duct, the subject device was stuck in the pt. Omsc sales rep brought bmi-110a-1 to the facility and the doctor crushed calculus with it. In addition, he performed endoscopic sphincterotomy (est) again and retrieved crushed calculi using balloon. The doctor completed the procedure as few calculi remained in the pt. There was no pt regarding of pt harm.

Manufacturer narrative:
The subject device was not returned to omsc for investigation since the device was discarded by the facility. The exact cause of the user's experience could not be conclusively determined. The doctor reported that this event occurred due to hard calculus. Therefore, omsc considers that it was too hard to crush the calculus. The device instruction manual has warned users that there is possibility the calculi cannot be crushed by lithotriptor, and it also describes what to do if the lithotriptor cannot crush the calculus. This report is being submitted as a medical device report in an abundance of caution.